Event description:
Customer reported differences between her sensor glucose and blood glucose readings. She stated that her sensor glucose was 83 mg/dl and her blood glucose would be 187 mg/dl. Customer also stated that her insulin pump would go into threshold suspend mode. She stated that her insulin pump would suspend when she did not have low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)